Event description:
It was reported at implant today (B)(6) 2013 the catheter was going retrograde and the guide wire poked out of one of the catheter holes at one point when trying to advance it into the it space. Per the reporter, the catheter worked out in the end. The hcp turned the needle a couple of more times and advanced and somehow it went cephalad. The pump was used to deliver pf saline for now. Additional information later reported the hospital supplied the product. The facility implanted the device using ns and the pain hcp would fill with the medication at a future date. The patient had no symptoms relating to the procedure. Per the reporter they believed the surgeon had to large an angle upon his approach. The hcp¿s angle was almost 90 degrees. The reporter didn¿t have a relationship with the hcp and when the reporter mentioned it lightly, the hcp dismissed the suggestion pretty quickly. The catheter kept going retrograde probably because the angle was too much. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# unknown, product type: catheter. (B)(4).